Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 533mg/dl. The caller stated that they had issues with the bent cannulas. The customer felt funny, was nauseous, and had ketones in her urine. It was stated that the customer got a shot and changed out the infusion set, but her glucose level continue going up and got another shot. No further information was provided.